Event description:
It was reported that the device was not working. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported issue. Device evaluation found this camera head had cuts observed on the cable causing function issues. Moreover, dead pixels due to faulty ccd unit. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Pg 14. Based on the investigation , the reported phenomenon "not working" was confirmed. Cuts observed on the cable causing function issues. Moreover, dead pixels due to faulty ccd unit. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device. This report will be supplemented if additional information becomes available.